Manufacturer narrative:
(B)(4). This is report 1 of 2. A follow-up report will be submitted if additional information becomes available.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a nurse in (B)(6) of tubing disconnected and peritonitis with culture positive for gram negative organism in a female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced tubing disconnected. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was the tubing became disconnected. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The patient was recovering from the event of peritonitis with culture positive for gram negative organism. The outcome for tubing disconnected was not reported. Dianeal therapy was ongoing. The nurse reported the event of peritonitis with culture positive for gram negative organism was not related to dianeal therapy, but did not comment on the event of tubing disconnected. Product surveillance spoke to the peritoneal dialysis (pd) nurse on (B)(6) 2011 who stated the patient line disconnected from the transfer set for an unknown reason. The pd nurse stated she is not sure if the patient did not tighten the patient line to the transfer set well enough. The transfer set was replaced. No additional information was provided.

Manufacturer narrative:
(B)(4). This complaint was confirmed. The root cause for the report of a connection issue, which resulted in peritonitis was undetermined. A batch review was conducted for potentially associated lot's (h11e12050 and h11e08041) and there were no exceptions noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Upon further investigation, the root cause for the report of a connection issue was determined to be use error-incomplete connection. A labeling review was performed. The instructions provide sufficient level of detail on preventing a connection issue.